Manufacturer narrative:
Model number/catalog number: 72404234-14, serial number: n/a, batch/lot number: 1100472993, model/catalog description: cx preconnect ms 24cm ps 14cm tl iz, unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of migration, erosion, and pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device experienced bladder pain. A surgical procedure was performed during which the reservoir was explanted and replaced. Upon explant, the physician identified that the reservoir had eroded into the bladder. There were no further patient complications reported.